Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and abdominal pain. It was reported the patient was hospitalized the day after diagnosis of peritonitis and was discharged within 4 days. The patient was treated with vancomycin injection (1g/ stat/intraperitoneal) and ceftazidime injection (1g/ stat/intraperitoneal) for 1 day. The patient received ceftazidime injection (1g/ once daily/ intraperitoneal) and vancomycin (1gm every 3 days intraperitoneally, ongoing). It was reported the patient recovered from all the events. Pd therapy is ongoing. Retraining for break in aseptic technique was done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.